Event description:
A customer's mother called in to report that her son had high readings. She stated that a couple of correction bolus were initiated, but it did not come down. She stated that she changed the pod, but they still had a high reading. While speaking with mother, it was determined that the pod had crackling noises and was hard to fill. She was able to activate a new pod. No further problems reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in the filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.